Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui. It was reported that the patient underwent bilateral retrograde pyelography due to gross hematuria history on (B)(6) 2012 and excision of mesh, revision of pubovaginal sling due to vaginal pain and vaginal bleeding on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and other unspecified issues. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional b5 narrative: it was reported that patient underwent mesh excision on (B)(6) 2013. No additional information was provided.